Event description:
It was reported the case is cracked on both sides. There is a crack along the seam at the lower end, between the upper and lower cases. The epg (external pulse generator) was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the ring cover, two side bail covers, ring and two side bails were missing, the battery flex, battery release, lead flex cover and battery drawer were contaminated and the battery contacts were compressed.